Event description:
It was reported that this 980 ventilator failed extended self test (est) with a "mix proportional solenoid (psol) out of range (oor)" message. The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator failed extended self test (est) with a "mix proportional solenoid (psol) out of range (oor)" message. The device was available for evaluation. The service personnel (sp) inspected the ventilator and could not confirm the reported psol oor message. As a secondary issue, sp identified a "burnt" smell but no thermal damage was observed, the unit failed the battery test portion of est, and the unit shut down when disconnected from alternating current(ac). Sp replaced direct current-direct current(dc-dc) converter printed circuit board assembly (pcba), breath delivery(bd) power controller pcba and bd power distribution pcba. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The bd power controller pcba was returned to medtronic for further analysis. The component was visually inspected and functionally tested with no malfunction or product deficiency observed. One bd power distribution pcba was returned to medtronic for further analysis. Visual inspection showed no anomalies. The returned bd power distribution pcba was attached to test ventilator for analysis. The unit powered up and failed the compressor battery test portion of est. Upon further analysis, it was found that resistors r6 and r61 were damaged. One dc-dc converter pcba was returned to medtronic for further analysis. Visual inspection showed no anomalies. The returned dc-dc converter pcba was attached to test ventilator and powered up. The unit began to alarm and a burning smell came from the dc-dc converter pcba. The capacitor c59 was discovered to be damaged. The investigation could not confirm the reported issue of est failure with mix psol oor. The cause of the secondary issue was isolated to faulty capacitor c59 on the dc-dc converter pcba which can create a surge of power causing thermal damage to the bd power distribution pcba (r6 <(>&<)> r61). There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.